Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 895 mg/dl. Suspected cause was due to the customer incorrectly activating the sleep schedule and it being on and active resulting in no autocorrections occurring. Customer required assistance due to bg and was taken to the emergency room by emergency medical services. Customer was treated with intravenous fluids of saline and insulin which resolved the issue and customer was discharged subsequently. Customer updated their pump settings to address the event.